Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manuals, risk factors for annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Deployment of the valve in a canted position can result from use error or a combination of patient and procedural factors, including: improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the calcification on the left coronary cusp was the cause of the annular rupture. It is possible that the same calcification affected the final position of the s3 valve, causing it to land canted in the annulus, with a too aortic position on the lcc side. Other contributing factors for annular rupture include the patient¿s advanced age, female gender, small body weight ((B)(6)). There was no allegation or indication that the events were related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post deployment the 23mm sapien 3 valve position was canted and the images revealed an annular rupture. During balloon aortic valvuloplasty (bav) the aortic angiography (aog) showed a partial leak around the 20mm bav balloon. It was decided to deploy a 23mm sapien 3 (s3) valve with nominal volume. Post deployment, the s3 valve landed in a canted position: 70:30 aortic/ventricular (a/v) on the non-coronary cusp (ncc) and 90:10 a/v on the left coronary cusp (lcc). Tee revealed a pericardial effusion. The patient was hemodynamically stable. Aog showed bleeding on the lcc side. Drainage was performed and 30cc of fluid were removed. The patient¿s blood pressure was stable and no increase of the effusion was observed. The physicians decided for the patient to remain in observation, without surgical hemostasis. A drain tube was left in place and the patient will be monitored for a few days in the ICU. The cause of valve implanted in a canted position was reported unknown. The annular rupture was caused by the lcc calcification. The aortic annulus diameter measured 23.4 x 19.1 mm by CT and 18.3 mm by tte. The aortic annulus area measured 343 mm2 by CT. Moderate valvular calcification and moderate aortic root calcification were reported. There was calcification on the bottom of both the ncc and lcc. The patient¿s had an ejection fraction of 69% prior to the procedure.